Event description:
It was reported that during cardiac rehabilitation on an exercise bike the patient appeared to be at a pacing rate that was below the programmed rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: unknown boston scientific competitor lead, implanted: 2005-(B)(6). 0185, boston scientific competitor lead, implanted: 2005-(B)(6). (B)(4).